Event description:
Catheter material was brittle and broke into many pieces during procedure and had to be removed.

Manufacturer narrative:
The product sample was received for evaluation and the reported issue was confirmed. Damage noted in this incident is consistent with catheter damage from uv exposure or excessive heat during extrusion. Techniques for identifying damaged catheters have been implemented for incoming inspection. Additionally, a project was completed to implement a foil pouch for the catheter to protect it from uv damage. A review of the device history and raw material history files for the reported lot were reviewed and showed two non-conformances.